Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of kink in the catheter is confirmed but the exact cause remains unknown. One photo sample of a 4 fr dl powerpicc sv catheter was provided for evaluation. The bifurcation hub and proximal catheter shaft are shown in the image. Evidence of use is present on the outer surface of the device. A red arrow is drawn on the background pointing towards the distal end of the bifurcation hub. A kink in the catheter appears to be present at the proximal end. The securement method and handling method of the catheter remains unknown and may have been contributing factors to the formation of a kink. Since a kink was present in the catheter image provided, the complaint is confirmed; however, the exact root cause remains unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported there was a kink near the ¿0¿ mark but no hole. No other information was provided.